Manufacturer narrative:
Caller stated her father also got a similar high bg result earlier that afternoon she believed was around noon but declined to retrieve this result from the meter memory. Caller stated her father called his hcp shortly after this noon result and was advised by his hcp to take an additional dosage (one pill of his diabetes medication, actual medication name not disclosed). Consumer normally controls his diabetes by taking one pill in the morning and one pill in the evening. Caller stated after the additional pill consumer ' felt fine.' Consumer's doctor also advised him to wait 4 hours then to check his bg again and if the result was not lower to go to the hospital. The consumer went to the hospital due to the 526 bg result documented at 4:49 pm. Caller stated, the consumer went to (B)(6), shortly after 5 pm on (B)(6) 2016. Caller stated at the hospital when they arrived they checked his blood glucose and the result was 210 mg/dl. Approx. A couple of hours after this result the hospital again checked his blood glucose on their unk meter and it was 162 mg/dl. Caller could not recall what times these results were taken or what meter the hospital used. Caller stated this was the only treatment the consumer received at the hospital. During the call into customer service, the caller appeared to be very frustrated and declined to provide any further information regarding the reported events. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Test strip lot # 1020416003 expiration date: 01/31/2018. Control solution lot # none. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control: checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips are expected to be returned for evaluation.

Event description:
Consumer's daughter called reporting, "...her father went to the hospital due to a high blood glucose reading he got with his meter...."